Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. (B)(4).

Event description:
A surgeon reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery. The surgeon is planning a secondary procedure to implant a "piggyback lens" in the sulcus. During a f/u with the surgical coordinator, she indicated that the pt was experiencing blurry vision. Add'l info was received that indicated the event resolved with the implant of a "piggyback" lens in the sulcus. In the surgeon's opinion, the iol did not cause the event.